Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided. Reportedly, the customer had delivered multiple boluses prior to the low and the customer¿s basal rate setting was too high. The customer contacted the emergency doctor and was subsequently hospitalized; however, no information was provided on how the low bg was treated. Customer updated their pump settings to address the event. No additional patient or event information was provided.

Manufacturer narrative:
On 5-29-2024, the following information was reported: the customer's hospitalization occurred on (B)(6) 2024 with a low blood glucose (bg) level of 158 mg/dl. Reportedly, the customer¿s high basal rate setting issue was addressed prior to the hospitalization on (B)(6) 2024. The customer consumed glucose and carbohydrates to initially address bg. Subsequently, the customer was admitted to the intensive care unit (ICU) where healthcare providers treated the low bg with intravenous fluids of saline. Customer was discharged from the ICU on (B)(6)2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. H6 (remove code 4607, add code 4608) b3.